Event description:
It was reported that a user experienced a blood glucose low to 39 mg/dl without symptoms, self-administered glucagon resulting in a rise to 338 mg/dl without symptoms, and then a rapid return to 39 mg/dl; the user paused insulin and disconnected from the ilet pump, and review indicated the likely source of the low was missed meal announcement. Symptoms included asymptomatic hypoglycemia and subsequent asymptomatic hyperglycemia. Outcomes included device use interruption and need for additional user training. Investigation included case review, report analysis, and user education with a plan for factory reset and retraining focused on meal announcing, consistent carbohydrate intake, limited snack carbohydrates, and avoiding overtreatment of lows during retraining. Investigation of this case revealed user handling and use error related to missed meal announcements rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user not following instructions and use error.